Event description:
It was reported that the customer attempted to treat with the insulin pump but was unable to lower his blood glucose. The blood glucose reading was 500 mg/dl. The customer declined troubleshooting, stating that he would change the infusion set and call back if it did not work. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.